Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the unit shuts off during feeding.

Manufacturer narrative:
"It was reported to covidien on 10/24/2016 that an issue occurred with an enteral feeding pump. The customer states the unit shuts off during feeding." To "it was reported to covidien on 10/24/2016 that an issue occurred with an enteral feeding pump. The customer states the unit shuts off during feeding. The customer stated when he tested this pump, he programed it, ran it and it just shut off no alarms, no count down but he cannot answer any questions on how this pump acted in the field." Based on additional information from the customer.

Event description:
It was reported to covidien on 10/24/2016 that an issue occurred with an enteral feeding pump. The customer states the unit shuts off during feeding. The customer stated when he tested this pump, he programed it, ran it and it just shut off no alarms, no count down but he cannot answer any questions on how this pump acted in the field.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿pump ¿ intermittent power¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.